Event description:
It was reported by the aci clinical specialist that a (B)(6) male pt underwent an interventional coronary procedure on (B)(6) 2012. Access was obtained at the mid femoral artery. A pre-procedure femoral angiogram revealed a small amount of calcium present in the vicinity of the access site, and showed the vessel to be approx 7 mm in size. Peri-procedure the pt ws anticoagulated with 7,000 units of heparin. Post procedure, the deployer who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon ruptured during balloon pull-back, before reaching the arteriotomy. The deployer removed the device and since access was not lost, the deployer converted to using a different closure device manufactured by a different company, and hemostasis was successfully achieved. The pt was ambulated and discharged to home the same day, with no reported clinical sequela. No further info was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1213003) indicated that the mynx lot met all established performance criteria prior to shipment.